Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left main artery, left anterior descending artery, and circumflex artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, while inserting the balloon into the touhy, the device broke in the middle of the delivery shaft. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.